Event description:
It was reported that the bd maxzero¿ multi-fuse extension set with needleless connector filter would not flush. The following information was provided by the initial reporter: lumen with filter (white clamp) used for tpn administration will not flush.

Manufacturer narrative:
Investigation summary no product or photo was returned by the customer. It was reported by the customer that lumen with filter (white clamp) used for tpn administration would not flush. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for model mz9270 lot number 21105555 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Manufacturer narrative:
E.4.: the initial reporter also notified the FDA. Medwatch report # (B)(4). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero¿ multi-fuse extension set with needleless connector filter would not flush. The following information was provided by the initial reporter: lumen with filter (white clamp) used for tpn administration will not flush.